Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor (ID 826633) was returned for evaluation. Device history record (DHR) - no anomalies were identified that occurred during the manufacture or packaging of the device. Failure analysis - both the catheter and sensor were examined; the catheter showed no surface damage; all connectors were inspected and found to be in good condition. The dark blue cap was not fully tightened. After tightening blue cap, the fittings were inspected. A syringe filled with water was used to introduce fluid into the catheter, and no leaks were observed. The complaint could not be confirmed. Root cause analysis - the most likely cause for the reported incident is the cap not being tightened fully.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported csf leak from the white connector during a procedure. The sensor was retrieved and stopped monitoring. No patient injury reported and the event did not led to surgical delay.